Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing documentation associated with this lot# 17224757 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapese vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including fracture, perforation, occlusion, and perforation abutting organ that causes injury and damage to the plaintiff. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient's implant records: the filter was implanted due to recurrent left lower extremity dvt noncompliant with anticoagulation secondary to not being able to afford her medications concomitant devices: n/a. Relevant tests: (B)(6) 2015 ,CT of abdomen and fluoroscopy. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 5 yrs post implantation. The patient reports anxiety.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation, occlusion, and perforation abutting organ. The patient reported becoming aware of fracture, perforation of filter strut(s) outside the inferior vena cava, perforation abutting organs and blood clots, clotting, and/or occlusion of the ivc, approximately five years post implant. The patient also reported anxiety related to the events with the filter. According to the implant record the indication for the filter implant was recurrent left lower extremity deep vein thrombosis (dvt) and noncompliance with anticoagulation secondary to not being able to afford the medications. The filter was placed via the right femoral vein and was deployed at approximately the level of the l3 vertebral body. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and or occlusion of the filter and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.